Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer went to swim in the pool and insulin pump was exposed to moisture and the insulin pump had stopped working. The customer stated that the battery cap was not damaged not the battery compartment or spring was corroded. Troubleshooting was performed and insert battery alarm did not appear on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.